Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button of the insulin pump was unresponsive. Customer¿s blood glucose level was unknown. Customer confirmed that the time was advancing. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.